Manufacturer narrative:
The instrument was found to have a broken grip at the grip base. A piece approximately 17.91mm x 4.85mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Common causes of broken instrument grips tips include damage to the instrument while performing ¿off-label¿ surgical applications, such as needle bending, needle driving and/or suture snapping, or instrument mishandling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip broke off. The procedure was completed with no reported injury.